Event description:
It was reported that a malfunction alarm occurred when the pump got wet during use. There was no adverse impact to the customer¿s blood glucose level. To address the issue, the customer was advised by technical support to switch to multiple daily injections as a backup therapy and was sent a replacement pump.